Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the jaws of the device chew up the tissue? Yes, the jaws of the instrument damaged tissue when the clip did not deploy. How was the tissue repaired? Oozing was attended to with cautery and clips . Was there any patient consequence? Yes, please see initial complaint and statement above.

Event description:
It was reported that during a diagnostic laparoscopy, the clip applier would not fire and on second firing would release two clips instead of one. Oozing cauterized and clip applied. The tissue was ¿chewed up¿ by the clip applier which caused minor oozing.

Manufacturer narrative:
(B)(4). Batch # r92y0a. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.